Event description:
As reported: "the tip of the lag screw driver inner deformed when attempting to dislocate the femoral head during gamma lag screw extraction for other site reduction."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The device inspection revealed the following: the received u-blade lag screwdriver shows normal signs of usage. However, the threaded portion at the distal side of the inner sleeve was found to be significantly bent, so much so that it cannot be assembled with the outer sleeve anymore. Upon closer inspection of the bent portion, it was found that a few threads were deformed on the outside of the curve, indicating towards a potential levering of the inner sleeve. Overall, no major deformation was noticed except for a few dents at the distal region of the outer sleeve. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The nature of deformation in the inner rod indicates towards an improper use of the screwdriver. A bend in the distal end is a clear sign of levering of the rod while it is inside the lag screw. There is a high probability of it happening during an explantation as in this case, as force required during extraction is greater. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the tip of the lag screw driver inner deformed when attempting to dislocate the femoral head during gamma lag screw extraction for other site reduction."